Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was used transgastric to the pancreas to treat a walled-off necrosis with 70% necrotic material during an endoscopic ultrasound (eus) cystgastrostomy procedure performed on (B)(6) 2025. During the procedure, upon deploying the stent, the stent was rigid and there was difficulty in deploying the stent's first flange. Subsequently, the stent's second flange could not be deployed. The stent and the scope were removed together from the patient. The stent was partially deployed on the delivery system when it was manually removed from the scope. The procedure was completed with another axios stent of a different size. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be placed to treat a walled-off necrosis with 70% necrotic material. However, per the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The axios stent is not indicated to be implanted in walled-off necrosis with greater than 30% necrotic material.